Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event recurred shortly after it was last repaired on (B)(6) 2021, and the camera control unit used in combination with the device caused image defects. Therefore, the user facility requested that the device be inspected in combination with the video system center otv-s190 with serial number (B)(6) owned by the user facility. The device was evaluated at olympus medical systems corp. (Omsc). Omsc checked the device and duplicated the reported phenomenon when manipulating the angulation. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by a disconnection or short circuit because the image sensor unit cable in the bending section was kinked and damaged. Since the adhesive of the bending section rubber was chipped, it is possible that an unexpected load was applied to the image sensor unit cable due to a temporary disorder in the arrangement due to external stress such as when the trocar was inserted or removed diagonally. This may have twisted and damaged the image sensor unit cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The insertion section and the adhesive at the distal end were damaged. There was an abnormality in the appearance of the connector. The labeling of the connector was peeled off. The venting connector could not be connected. The angulation was not fixed sufficiently due to the deterioration of the friction plate. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.